Manufacturer narrative:
In this MDR, bd ds headquarters in sparks, md has been listed in sections d.3. And g.1. As fukushima is an OEM manufacturing site. G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number (B)(4) which is a preamendment device. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) media was contaminated prior to use. The following information was provided by the initial reporter, translated from japanese: this is a report about contamination of the media. According to the customer¿s report, a bacterial colony was found in the media before usage.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for biological contamination with the incident lot was not observed. The photos showed dried water marks which are not considered to be a defect. Additionally, retention samples from bd inventory were evaluated and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for biological contamination. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) media was contaminated prior to use. The following information was provided by the initial reporter, translated from japanese: this is a report about contamination of the media. According to the customer¿s report, a bacterial colony was found in the media before usage.